Event description:
In 2002 the patient was seen at the implant center for a reported loss of lock; the patient had already exchanged their cable and headpiece at home, however, the problem remained. The center tried exchanging other external equipment without resolution to the reported problem testing conducted at the center confirmed that the device was no longer functioning. Revision surgery was performed. The patient was reimplanted with antoher clarion device.